Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had several falls and is experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient is being seen in the ER for complaint of pain and open wound at the ipg incision site. Further follow-up indicates the patient had their full system explanted to address the issue.